Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's sibling that the customer got hospitalized due to high blood glucose, with blood glucose of 600 mg/dl at the time of the incident. The customer was at 69 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The caller stated that during the high blood glucose event, the battery cap fell off and got lost. The insulin pump will not be returned for analysis.